Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r-wave measurements during the pre-discharge device check. Fluoroscopy confirmed lead dislodgement. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was considered contaminated and was discarded at the facility.